Event description:
A customer reported she received the following erratic readings on her blood glucose meter within 10 minutes: 398 mg/dl and 124 mg/dl. Results were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once the device is returned and investigation is complete.